Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt was unable to adjust stimulation either with or without the pt programmer antenna. There were also coupling and communication issues while recharging the stimulator. The antenna locate feature on the recharger was used, which resulted in a power-on reset. A normal recharge screen followed the por. Additional information has been requested, a follow-up report will be sent if additional information becomes available.